Manufacturer narrative:
The hill-rom technician was not permitted by the account to test the functioning of the lift. He was only permitted to visually inspect the lift and take pictures of it to verify it was the actual lift involved in the incident. The technician could not visibly identify any issues with the lift that would have contributed to this incident. He did note the slingbar was missing both clips on each end and the left front and rear plastic leg covers were missing from the lift. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that a patient tripped on a parked lift (not in use) and the hook from the slingbar of the lift penetrated the left side of the patient's face. The patient was transported to the hospital with the slingbar. At the hospital, the hook was removed and 27 stitches were applied to the patient's face. The lift was located in a patient room at the account. This report was filed in our complaint handling system as complaint #(B)(4).